Manufacturer narrative:
Event date is on an unreported date at "the end of (B)(6) 2020". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unknown antibiotic (dose, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient had recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.